Event description:
Procedure: lobectomy. According to the reporter: the pulmonary artery "got loosen" at the extubation of the patient. The patient returned to the operating room. The thorax was opened and the surgeon noted that the staple line did not hold. Four liters of blood were transfused and the vessel was secured.

Manufacturer narrative:
(B)(4)